Event description:
It was reported the pump was alarming and telemetry confirmed a reset occurred with low battery as well as safe state and the patient experienced withdrawal. The patient was seen on the date of the report as the pump was critically alarming. The pump logs noted a reset , safe state, and low battery reset occurred on (B)(6) 2015 at 20:26. The patient¿s family noted that for the past few months the patient has had withdrawal one week prior to refills and after the refill the condition improved. There was question of the pump functioning. There was no further history for this patient at the time of the call. Additional information was requested for event details, troubleshooting, resolution and current patient status. It was further provided that this patient was previously on 1390mcg/day with a concentration of 2000mcg/ml. Intraoperatively, the catheter was found to not be patent. The surgeon could not withdraw fluid. There was attempt to push fluid it and it went with extreme force but the surgeon could not create moving column of fluid with the syringe so it was concluded that the catheter was either torn or not in the intrathecal space. This cannot be determined with a dye study as the patient had significant metal work in his back obstructing the view. The neurosurgeon did not remove the catheter and stated that the risk of infection to the patient was too much as he had been fighting an infection of his spinal fusion for the past two years since it went in. The surgeon removed the pump and tied off the catheter for now with a view to revising down the track if his spinal infection clears as the patient¿s mother would really like the pump system back in. However, due to the infection and no patency of the catheter the surgeon did not feel it was worth implanting a new pump until a new catheter could also be added. Up until now since the day of safe mode, the patient had not experienced any baclofen withdrawal syndrome. Although the mother reported the patient had increased tone. However, the clinicians do not agree with this and believed the patient was the same before and after the failure of the pump. The logs noted that a motor stall recovery had occurred on (B)(6) 2015 at 09:35 but the hospital still wanted to explant the existing pump. There was no known electromagnetic interference (emi) prior to safe state. At the time of explant the pump was on minimum rate. The patient¿s current status was not provided. This device system delivered baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had a feed thru anomaly with shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot# unknown, product type: catheter. (B)(4).